Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an infection occurred. The patient was treated with oral antibiotics. All information suggests that the lead remains implanted and in use. No further patient complications have been reported as a result of this event.